Event description:
An endeavor resolute rapid exchange (rx) drug-eluting coronary stent system, diameter 3.0mm, length 38mm was intended to treat a moderately tortuous, moderately calcified lad lesion in a pt. It was reported that the balloon did not inflate at the lesion and the stent could not be deployed. No pt injury occurred and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Evaluation: results: (calcification). Conclusions: (calcification). Evaluation summary: the device was returned to medtronic for evaluation. The stent was positioned on the balloon between the inner shaft markers as per specifications. There was no damage to the stent. The distal tip was damaged. The proximal pillow folds were disturbed and partially opened. There was blood present in the proximal and distal balloon cones and the inflation lumen indicating the presence of a leak. A negative prep was performed on the device and a constant stream of bubbles were seen to enter the syringe confirming the presence of a leak. Pressure was then applied to the device and a short longitudinal tear was detected on the outside of a proximal pillow fold. There were also short longitudinal scratches evident on the fold along side the tear.